Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the 1.7mm cable lock (03.221.017) is not properly locking when being pushed forward. The cable is not able to be tightened satisfactorily. No patient issues and only a small surgical delay of three (3) minutes. All pieces accounted for. The item was discarded. This report is for one (1) ø1.7mm cable lock for pistol grip cable tensioner. This is report 1 of 1 for (B)(4).